Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the basal iq software did not function as intended. Reportedly, the pump did not resume insulin delivery. Although requested by tandem technical support, the customer was unable to upload the pump data logs for a log review to be performed. Customer's blood glucose was 130 mg/dl.